Manufacturer narrative:
After further review of additional information received MFR contact info, type of reports, if follow-up, what type?, device evaluated by MFR?, and additional MFR narrative have been updated accordingly. Corrections: adverse event and/or problem, outcomes attributed to adverse events, labeled for single use?, evaluation codes. Serious and life threatening adverse events, worsening heart failure, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. There was no alleged malfunction of the patient's device, therefore no causal relationship between device and reported event can be made. While no definitive root cause of the event can be made, the patient's admittance to being non-compliant with diuretic regimen, is the most likely cause for the patient's fluid retention. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Edema is a known potential adverse event associated with all heart failure patients. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported by the vad coordinator that during routine patient updates, the patient came into clinic on (B)(6) 2016 for a routine visit. Upon initial visual assessment, the patient's legs were very edematous and pitting edema was noted around her clavicle. The patient was noted to be up 40 lbs from her last clinic visit on (B)(6) 2016. The patient eventually confessed to not taking her diuretics due to frequent needs to urinate while on them. Palliative care to be consulted to discuss whole picture plan of care due to patient's issues with compliance in the past as well. Patient remains hospitalized as this time. No additional information received.